Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information and sample has been requested. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). There was no product sample returned for evaluation; therefore, the condition of the product could not be verified. There was lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A doctor of ophthalmology indicated that the trocar cannula leaked resulted in immediate ocular hypotony during a vitrectomy procedure. Additional information and product sample have been requested.